Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a vizigo, and it was leaking at the hub. They noticed the leak when the sheath was connected to the pressure line. The sheath was replaced, and the issue resolved. The procedure continued. No adverse patient consequence was reported.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The device was received for investigation on 02-apr-2025. It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a vizigo, and it was leaking at the hub. They noticed the leak when the sheath was connected to the pressure line. The sheath was replaced, and the issue resolved. The procedure continued. No adverse patient consequence was reported. Device investigation details: the device was returned to johnson & johnson medtech (j&j) for evaluation. A visual inspection, back pressure test, and microscopic examination of the returned device was performed following j&j procedures. Visual inspection revealed that the three-way valve was found broken with a small crack on the surface. No visible damage on the hemostatic valve was observed. Microscopic examination of the hemostatic valve surface did not show stress marks on the outer diameter. Then, a back pressure test was performed, and the device failed the test, due to the crack on the side port surface. The damage observed could be related to the manipulation of the device during the procedure, however, this cannot be conclusively determined. A manufacturing record evaluation was performed for the finished device number lot 00002801 and no internal action related to the complaint was found during the review. Additionally, the manufactured date has been provided. Therefore, field h4. Device manufacture date has been populated. The leak issues reported by the customer was confirmed. The potential cause of the issue cannot be established. The instruction for use (IFU) contains the following warnings and precautions: before using the carto vizigo¿ sheath, completely read and understand the instructions for use. Using a standard aseptic technique, remove the sheath from the package. Visually verify that the sheath is not damaged. Inspect all components before use. From the side port only, aspirate all air prior to fluid infusion. Monitor any potential air entrapped and completely aspirate any observed air out of the side port. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).